Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A picture of a used sample was provided for evaluation, also a picture of a drawing was also included. A visual inspection of the photo and it was noted that the male luer of the distal backcheck valve had broken off within the side arm of the y-caresite valve of the sample. The defect was confirmed. While an exact root cause cannot be determined, review of the complaint sample suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.

Event description:
As reported, pump tubing separated at joint between backcheck and caresite on upper y site customer states "we had a filter tubing (ref 490103) disconnect while attached to a chemo bag. The blue piece (directly above the 1st y site) disconnected from the tubing, resulting in a chemo spill.